Event description:
While unpacking the neuron delivery catheter, a kink was observed distal of the protective hypo tube through the sterile packaging. The unit was set aside for return to the supplier and a new catheter was removed from inventory and the case proceeded with no adverse event. Unfortunately the damaged catheter was discarded and not returned to the MFR.

Manufacturer narrative:
The DHR of this device was reviewed and is attached. Conclusion: defect noted prior to sue. As per FDA feedback of (B)(4) 2009, this defect, if not discovered, could contribute to injury or death. (B)(6). Part # 2314-04.a. Neuron dc 070 95cmx6cm, shaped tip. Lot # f15459 (same as l15459). Qty: 1. A review of the device history record (DHR) was completed on part #2314-04 (lot # l15459). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, add destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.